Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. The user reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 470mg/dl while wearing the pod on her arm for between 24 and 36 hours. She stated that she had run into a door rather hard and felt that may have caused her cannula to come out. The pod lifted from the adhesive. Treatment included a bolus of 35 units at 9:00pm, another bolus of 36 units at 3:00am, and another bolus (amount unknown, but smaller as she was leaving to go walk). She stated that the pink slide was almost not visible and she feared it may have never inserted. The cannula appeared facing down and bent when the device was removed.

Manufacturer narrative:
The returned device was evaluated. Inspection of the device did not find any errors that would cause the cannula to become dislodged. No issues were found with the needle mechanism; the pink slide was visible in the viewing window and the needle mechanism was in its deployed state. No bends or kinks were found upon inspection of the soft cannula. No other defects or deficiencies were found that would result in high blood glucose levels.